Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 345217) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Event description:
The initial reporter complained of questionable inr results from multiple coaguchek xs pro meters compared to stago laboratory method. From the data provided, 4 patients had discrepant results. The meter result, serial number (B)(4) , was 2.5 inr. The laboratory method result using the stago method was 1.9 inr. The laboratory method result using the sysmex innovin method was 2.3 inr. On (B)(6) 2018 the meter result, serial number (B)(4), was 5.2 inr. The laboratory method result using the stago method was 3.7 inr. The laboratory method result using the sysmex innovin method was 5.1 inr. On (B)(6) 2018 the meter result, serial number (B)(4), was 6.2 inr. The laboratory method result using the stago method was 4.2 inr. The laboratory method result using the sysmex innovin method was 6.7 inr. On (B)(6) 2018 the meter result, serial number (B)(4), was 3.8 inr. The laboratory method result using the stago method was 2.9 inr. The laboratory method result using the sysmex innovin method was 4.2 inr. The specific times of the results were not provided, but the customer stated that venous samples for the laboratory results were drawn immediately following the meter results. The results in question were reported outside of the laboratory. There was no allegation of an adverse event.